Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate atp for atrial tachycardia due to fallen ventricular rate into vt zone. Programming changes were recommended. No further information is available.